Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be sent upon conclusion.

Event description:
It was reported that this patient was readmitted to the hospital to undergo an embolization procedure for a type ii endoleak. On (B)(6) 2014, the patient was diagnosed with infection of the endoprosthesis. The site reported the infection to be possibly related to the study procedure or the aneurysm. The patient subsequently expired due to severe sepsis. The date of death is unknown. No further information was provided.

Manufacturer narrative:
The site was contacted to gather more information for the investigation. The facility did not provide an autopsy report, imaging, or the date of death. Investigation/evaluation: the zenith flex aaa endovascular graft bifurcated main body was not returned for an evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A review of the device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control data was conducted. There is no indication that a design or process related failure mode contributed to this event. The device history record was reviewed and zero non-conformances were noted. There were no non-conformances on the final assembly or endograft during product build. Each zenith device is shipped with instructions for use (IFU), that lists the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU: the product is sterile if the package is unopened or undamaged. Inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to cook. Minimize handling of the constrained endoprosthesis during preparation and insertion to decrease the risk of endoprosthesis contamination and infection. Due to the limited information provided in this complaint, a root cause cannot be determined and no conclusion can be drawn. If any additional information is obtained we will reopen this investigation. Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints.